Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During patient transport to ir, air entered the system. The rn attempted to de-air the system, but the purge was not flowing forward. After repeating the de-airing steps, an aic controller failure alarm occurred and then self-resolved after approximately 4 seconds. The rn was subsequently able to successfully de-air the system, and the patient remained on the same controller. Clinical support contacted the csc, who advised not to change controllers unless another failure message occurs. A standby aic was placed outside the patient¿s room, and the rn was instructed not to switch aics during active alarms.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> the root cause of controller failure alarm could not be determined due to lack of evidence from field data and lab testing.

Manufacturer narrative:
D1 was revised since the initial report was submitted. D4 was updated due to new information was received. D9 device was returned and date received was added. H6 updated type of investigation code due to device being returned. H11 the investigation is underway and a supplemental will be sent once completed. D6a and d6b was implant and explant dates were incorrectly reported on the initial report. The controller is not an implantable device. H4 was updated due to new information.